Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code 1102 check vent: primary alarm failed message along with error code 5021 speaker test (pm pcba & mc pcba). It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse reviewed the suggested repair per rev r service manual. Wires are not touching the speaker cage. Speaker ohms in tolerance at 7.2 ohms at the connector. Provided parts ID for the speaker assy, v60. Advised if that does not resolve the problem to replace the cpu per the manual. The customer states he replaced the cpu in the last 30 days. The customer called back and stated he was looking at the power speaker previously. When he checked the motor speaker, he did find it disconnected. When connected the unit it operates as expected with no check vent alarm or code 1102 logged. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.